Manufacturer narrative:
Philips service restarted the system and advised monitoring and further information if the issue recurs. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to start or shut down; suspected power supply or host-pc issue on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.